Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's system was still working up until a year ago, after they had a car accident. The rep was about to meet with the patient about an ins replacement but hadn't spoken directly with them yet, so they didn't have any further information. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the health care physician (hcp) had reported the situation to them on the day of the report and that they had not met with the patient at this time and that this was all the information that they had at this time. There were no further complications reported.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The manufacturer representative (rep) reported that they would update the manufacturer company as soon as they could and that at the moment there was no date (for a procedure) set at this time.